Event description:
End user reported that the adjustment knobs (both sides) for the front riggings on a r51lxp power chair came off causing her to hit a door frame, at one time, bruising her left leg.